Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise resulting in inappropriate atp therapy on the right ventricular (rv) lead. The physician elected to cap and replace the rv lead on (B)(6) 2022 but there was no venous access; the physician elected to cap the rv lead without a replacement. It was also noted that the rv lead had insulation damage. The patient condition was stable.